Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with the implantable cardioverter defibrillator. After the procedure, the patient began experiencing pain and weakness in her left arm. On (B)(6) 2019, the physician revised the implant pocket by moving the device inferior and medial to the original position. It was noted that the original implant position had compressed nerve causing pain and weakness. The patient condition was stable throughout the event.